Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member and a healthcare provider (hcp) of a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient tried the device for a couple of months and did not get 50% or greater symptoms improvement. The patient tried different programming and higher frequency settings. The patient had the ins explanted and the leads were left in and used with an ins from a competitor. The patient reported that they still have pain and that it was the same pain that they had since before the trial. No further complications are anticipated.